Manufacturer narrative:
The reported death was captured and reported under MFR# 2916596-2019-00761. Approximate age of device -1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014 . It was reported that the patient passed away on (B)(6) 2019. The submitted log file was reviewed by a technical service representative. The log file captured several low voltage events while on mpu and battery power. There were a few voltage hazards on battery power where it appears that the patient disconnected both power leads at the same time. The other low voltage hazard events occurred while attached to the mpu and looks as though the mpu lost total power enabling he ebb in the system controller until power was restored to the mpu. There was no interruption to pump support during these events. On (B)(6) 2019 there were low flow events noted that continued for the remainder of the log until both power leads were disconnected and then the driveline was disconnected. No further information was provided.

Manufacturer narrative:
Additional information received 26mar2019. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received (B)(6) 2019: per the clinician, the cause of death was not determined but was not considered to be device related. The pump operated as intended. The cause of total loss of power to the mpu was not determined; it is unknown if the ac power cord came lose from the wall or the back of the mpu, if at all. Per clinician, the low voltage events probably did not contribute to the patient's death. Per technical services, the ebb engaged and the pump did not lose power during the low voltage events. The power lead and driveline disconnection at the end of the log file was likely due to termination/ withdrawal in pump support. No equipment will be returned for investigation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed several no external power events; however, a specific cause for these events and a direct correlation to the patient¿s mobile power unit (mpu) could not be conclusively established through this investigation. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2019. On (B)(6) 2019, two no external power events were captured. At this time, the rsoc values for both the black and white cables simultaneously dropped from the expected ~12v down to 4.1 v, then 2.6 v within 1 second, activating the no external power alarm. Similar no external power events were captured on (B)(6) 2018, (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. These events appeared to be consistent with a loss of ac power while the patient¿s system controller was connected to the mobile power unit (mpu). Additional no external power events were captured on (B)(6) 2018, (B)(6) 2018, (B)(6) 2019 and (B)(6) 2019. These events appeared to have occurred when the patient disconnected both power cables from the external power source. The absence of external power to the system lead to the activation of the backup battery (ebb) during each of these events and there was no interruption in pump function. The pump¿s fixed speed was set to 10000 rpm and the pump appeared to function as intended, operating above the low speed limit until the pump was disconnected on (B)(6) 2019 at 12:49 pm. The account reported that the patient expired on (B)(6) 2019 and the cause of death was unable to be determined. The cause of the total loss of power on the mpu was not determined; however, it was thought that the low voltage events did not contribute to the patient¿s death. Per communication with the vad coordinator, the patient¿s mpu, serial number (B)(4), and additional equipment will not be returned for investigation. The heartmate ii lvas IFU and patient handbook describe all alarms, including no external power alarms, as well as the actions that should be performed when they do occur. These documents also caution the patients to call their hospital contacts if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.